Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure on which the transseptal puncture was done with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and brk needle. The patient suffered cardiac tamponade requiring pericardiocentesis. Patient developed pericardial effusion during the transseptal puncture. This was observed by a pressure drop and by intra-cardiac ultrasound. Pericardiocentesis was done to drain 400cc of fluid from the pericardial space. The patient was then stabilized and moved to the cardiac care unit (ccu). Prolonged hospitalization was required to drain additional fluid from the pericardium. Patient had fully recovered. Physician¿s opinion regarding the cause of the event is that it was procedure related. It was reported that ablation had been already performed prior to the transseptal puncture and prior to noticed the tamponade. No steam pop occurred during the ablation. The catheter irrigation was set at 15ml/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Dashboard, graph, vector and visitag were all used. The visitag parameters were 3mm range, 3sec time, 25% fot and 3mm tag size. Surpoint was used as coloring option. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable. This report is for the carto vizigo¿ 8.5f bi-directional guiding sheath - small. As ablation had been applied prior to the adverse event discovery, the thermocool® smart touch¿ bi-directional navigation catheter has been reported in manufacturer report number 2029046-2021-00494.